Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was detected due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error open book image. No moisture damage was found on the motor or the force sensor during visual inspection. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of critical pump error and damage from the insulin pump. The customer's blood glucose reading was 5.7 mmol/l. Customer reported that "critical pump error" displayed on the pump screen. Customer reported hairline cracks on the battery compartment. The insulin pump will be returned for analysis.